Manufacturer narrative:
The patient¿s gender was not provided. (B)(4). Approximate age of device ¿ 22 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Log files were submitted for review. Review of the system controller log files by the manufacturer's technical service representative noted the data showed an increase in power and a trajectory that may be linked to the presence of thrombus. Additional information was requested, but was not provided.

Manufacturer narrative:
A transient pump power elevation was confirmed through the evaluation of submitted system controller log file; however, a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The event did not appear to be associated with thrombus. There were no other unusual events noted in the event history and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Multiple attempts have been made to obtain additional information from the customer regarding this event however, no additional information was provided. The patient remains ongoing on lvas support. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.